Event description:
During a cardiovascular procedure, when the catheter was inserted, the balloon would not maintain pressure. The catheter was removed and it was noted that a portion of the balloon had separated from the catheter. Another catheter was used to complete the case with no adverse patient consequence.